Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked due to a hole in the tubing. The customer reported the solution set was primed, connected to an IV (intravenous) pump, and then hooked up to the patient. Subsequently, the pump ¿alarmed to error in the line¿. As a result, the customer took the solution set out of the pump to assess it and noted the tubing was wet and that there was a puncture in the tubing where the pump was closed on it. There was no patient injury or medical intervention associated with this event. No additional information is available.